Manufacturer narrative:
One (1) unused package from the same lot was returned. A visual inspection was performed, and the reported issue could not be duplicated. No damage or anomalies were observed during the initial assessment. The packaging process procedures, heat-sealing machine inspection procedures, heat-sealing strength confirmation tests, and manufacturing records for the sterilization process were checked, but no abnormalities were found. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the local anesthesia custom pack for epidural was suspected to have caused an infection at the catheter insertion site. Continuous lumbar infusion was being administered at the time. The infection led to health complications requiring hospitalization. Treatment was provided at the insertion site due to the infection. The event involved a patient and occurred during the infusion.